Manufacturer narrative:
Additional information: through follow-up, additional information was received stating the daisy wheel was received loose from the case. When it was removed from the sterile packaging, the support that the lens came with was loose from the case and without the lens inside the support. No further information is available. Section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 25-mar-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the daisy wheel was received inside the original folding carton. No lens was received. Visual inspection was performed on the received product. The daisy wheel was received with the lens holder detached. Due to the returned condition of the daisy wheel, no further evaluation could be performed. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the sealed packaging was open and during assembly the packaging that normally contains the ar40e model intraocular lens (iol) was loose inside the outer packaging (larger) and there was no iol corresponding to the box. The procedure was completed successfully using a non-johnson & johnson surgical vision iol that was implanted into the patient¿s ocular sinister (left eye) however, there was a delay to obtain another back-up lens. It was confirmed that additional steps were necessary as a consequence of the surgery's delay. Patient outcome post-procedure was reported as excellent. No further information is available.

Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section e-1 reporter telephone number: (B)(6). Field only accepts the us phone number format. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: no suspect product was received; however, a photo was provided by the customer. The customer provided photo was evaluated. The photo shows the suspect lens case on a table. The lens holder can be observed to be loose from the case, and with no iol observed to be inside. Due to no product being received, no further evaluation could be performed, and no further issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.